Event description:
It was reported that loss of aspiration occurred. After obtaining transseptal access using a versacross fixed sheath (lot 35989487), the physician exchanged the versacross fixed sheath over the versacross wire with the first faradrive (lot cl13858) sheath. After the exchange the first faradrive sheath was aspirated with a 20ml syringe and the first farawave catheter (lot 36123617) over a merit medical inqwire guidewire ref (B)(4) was inserted and advanced into the first faradrive just past the handle. The physician then attempted unsuccessfully to aspirate the first faradrive, with no fluid or blood filling the 20 ml syringe. The physician verified by fluoroscopy and ice that the first faradrive had not advanced against tissue in the heart. The physician then removed the first farawave from the first faradrive and was again able to aspirate the first faradrive with a 20 ml syringe. The physician then opted to replace the first faradrive with a second faradrive (lot cl13859). The second faradrive was prepped and exchanged over the versacross wire. After the exchange the second faradrive sheath was aspirated with a 20ml syringe and the first farawave catheter over the merit medical inqwire guidewire was inserted and advanced into the second faradrive just past the handle. The physician then attempted unsuccessfully to aspirate the second faradrive, with no fluid or blood filling the 20ml syringe. The physician verified by fluoroscopy and ice that the second faradrive had also not advanced against tissue in the heart. The physician then removed the first farawave from the second faradrive and was again able to aspirate the second faradrive with a 20ml syringe. The physician then opted to leave the second faradrive in place and replace the first farawave with a second farawave (lot 36133928). The second farawave with the merit inqwire guidewire was prepped and utilized with the second faradrive without issue including no issues with sheath aspiration and the procedure was completed successfully. Activated clot time (act) were reported to be greater than 350 seconds post transseptal until the completion of the procedure. There were no patient complications. The device is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.